Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on how to update their pump software using the tandem mobi mobile app, and no further technical support was needed as the issue was not active. The customer planned to follow up with technical support if the issue persisted.